Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received on 1/2/2019 concerning reason for explant.

Event description:
A health care professional reported that the patient had her leg amputated above the knee and could not longer tolerate the pump. The pump was explanted on (B)(6) 2018.